Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal. The following day the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa. (B)(4). Results: inherent risk of procedure (myocardial infarction).

Event description:
Event date of previously reported mi has been confirmed as (B)(4) 2011.